Event description:
On (B)(6) 2011, patient reported an ongoing concern with e4 occlusion errors and that insulin is not flowing through the tubing on the infusion device. The adapter, cartridge, and infusion set were changed 2 days ago, and the cartridges are not reused. Patient was hospitalized on (B)(6) 2011 with diabetic ketoacidosis due to the e4 occlusion errors. Blood glucose was 620 mg/dl at the hospital, and normal blood glucose is 125 mg/dl. Patient was treated with fluids and monitored for 12 hours. Infusion sets were replaced and requested for evaluation. Follow-up was completed with patient on (B)(6) 2011. Patient received the replacement infusion sets and was able to clear the e4 occlusion error.